Event description:
A user facility reported to olympus that errors "b30" and "e216" occurred and the connection was "loose." The problem, as reported to olympus, was identified during preparation for use. A delay in procedure of 3-5 minutes occurred. The intended procedure was completed. There was no adverse health effect to the patient attributed to the delay. There was no patient injury, associated with the event, reported to olympus. This is report #1 of 2 due to multiple events and devices reported.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem and the cause was assigned to a worn socket slider switch, causing intermittent use of high intensity mode. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the worn-out slider switch of the output connector could not be identified. Olympus will continue to monitor field performance for this device.